Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the firestar 2.5 x 15 mm balloon was inflated at the distal right coronary artery (rca) lesion and the balloon ruptured/pressure unk. Another firestar balloon (same size) was inflated at the target lesion without any problem and the procedure was completed successfully. There was no reported patient injury. The distal rca lesion was reported to be: de novo, moderately calcified, moderately tortuous, and a 99% stenosis. The product was inspected prior to use and appeared to be normal. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No kinks or bends were noted. There was no reported resistance during advancement of the catheter. The contrast ratio was one to one. An inflation device was used for the procedure and was used successfully with other products after the reported issue. There was no reported difficulty accessing the target lesion. The product was removed easily from the patient after the reported product issue. The balloon deflated normally. No additional information was available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.